Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 410 mg/dl. The customer had an infection and she is pregnant and that is why her blood glucose was high.